Event description:
The customer reported to olympus that the device 4k autoclavable camera head fails to connect to the processor. The reported problem was found during preparation for use. No patient involvement or injury was reported.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event, no image is displayed due to faulty cable unit additionally the rear label was observed faded. The listed parts were replaced. The device was inspected and passed olympus functional standards. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.